Event description:
It was reported that the patient presented to the emergency department following discomfort from inappropriate shock delivered by their right ventricular (rv) lead. A device interrogation was performed and revealed that the inappropriate shock was caused by lead noise oversensing. It was also noted that the rv lead exhibited high out-of-range impedance, intermittent capture, and failure to capture. Programming changes were made to disable high voltage therapy. Patient was stable.